Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Unused sterile devices of the same lot number were returned and successfully tested with no anomalies noted. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to open the foot, include, but not limited to challenging anatomical conditions, foot position and tissue or suture caught in foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the footplate would not activate during device deployment for three prostyle devices. All three devices were simply removed from the anatomy. The sutures of two new prostyle were successfully pre-placed. The sheath was upsized to a 14fr and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.